Manufacturer narrative:
During the site visit, the field service representative replaced the face seal fitting repair kit (a-51998-01) which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity I processing module, serial number (B)(6), service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the face seal fitting repair kit was replaced. A 12-month trend review for the face seal fitting repair kit identified no trends with regards to discrepant patient results. The recent product monitoring review of the alinity I platform revealed no systemic issues or trends associated with the issue described in this complaint. The alinity ci-series operations manual addresses operational precautions and limitations; and provides probable causes and corrective actions for depressed concentration and erratic I-series assay results. Based on the investigation no systemic issue or deficiency was identified for either the alinity I processing module, sn (B)(6), or the face seal fitting repair kit (a-51998-01).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a false reactive alinity I cmv igm result on one patient. The results provided were: on (B)(6) 2020 initial = 1.37 s/co (>/= 1.00 s/co = reactive), retest = 0.37 and 0.34 s/co (<0.85 s/co = nonreactive). There was no reported impact to patient management.